Event description:
It was reported during a preventative check, the cardiosave intra-aortic balloon pump (iabp) had an issue with the pressure reading. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit with a calibrated pressure meter and verified that the iabp unit is in compliance with factory specifications. Subsequently, the fse completed preventative maintenance (pm) including a full calibration, functional and safety checks to meet factory specifications. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported during a preventative check, the cardiosave intra-aortic balloon pump (iabp) had an issue with the pressure reading. There was no patient involved and no adverse event was reported.